Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from the date the manufacturer became aware. Block d6b: explant date: few years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was disposed. No further information could be obtained.